Event description:
It was reported the physician attempted to add an additional scs lead because the patient was not receiving effective stimulation. The physician was unable to obtain correct lead placement. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.